Event description:
Reportedly, the device broke in half and the white shaft holding the circular metal ring and bag fell into abdomen. Surgeon had to remove the component. No injury. The hospital would like a reply after investigating the instrument that all the pieces were sent back and none were left behind in the patient. Procedure: lap chole.